Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.

Event description:
A staff member attached the loop sling to a maxi move lift equipped in the spreader bar designed to the clip slings. The loops at the shoulder area slid down towards the middle of the spreader bar and the resident fell from the sling onto the floor. The resident sustained a cervical spine fracture, a hematoma on the right eye, and a hematoma on the forehead. The injuries required medical evaluation and treatment.